Event description:
It was reported that during the cutting of a patient¿s bone, the blade broke, this happened on three occasions, (this is for event three). It was also reported that medical intervention was required to remove the fragments of broken blade. It was further reported that the medical intervention was successful and did not cause a delay, and that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text: device not returned.